Manufacturer narrative:
Additional information was received that the air flow control valve was stuck in the closed position at low flows. This results in an excess flow of oxygen. Therefore, there was no reportable malfunction

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow. There was no patient involvement.